Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2014. The fse found that tubing through pinch valve pv49 was split. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The instrument was idle and the customer found a puddle under the instrument on the counter when they arrived. The volume of the leak was not specified and was not contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was not wearing personal protective equipment (ppe) at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.